Event description:
Customer states that during epislotomy repair, the needle broke during suturing. X-rays were taken to locate the broken needle tip. The pt did not require any additional tissue cutdown or incision to locate the needle tip. The needle tip was successfully retrieved without incident. Pt was returned for normal post partum recovery. There are no reported adverse pt consequences resulting from this event.